Event description:
Reporter alleges the pt was found unresponsive, and was admitted into the hosp where she was diagnosed with "acidosis" and has discrepant values with the blood glucose monitoring device and a valid lab comparison. It was stated that the pt was in diabetic and respiratory acidosis and was not provided clearly which state existed. Reporter indicated the device result was 93 mg/dl and the lab measured 32 mg/dl twenty minutes later the pt was treated with d50. During the discussion, the comparison was questioned as to whether it was a valid method due to the labeling limitations that dka may not reflect the pt's true physiological state when using a fingerstick test. Controls were used and found to be within range. A request was made for the return of the suspect device and replacement product was sent.